Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pneupac ventilators ventipac had a broken pressure gauge. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
Device evaluation: one pneupac ventilator ventipac was received for evaluation device in fair condition. An initial check on the device was performed and device powered on to no effect. The battery compartment cover was checked and it was found that the tabs were corroded. Once the battery cover was replaced, the device powered on. The unit was powered off and on repeatedly and the device was intermittently powering up with the new cover and battery installed. Replaced battery holder assembly and the unit consistently powered on. The manometer function was checked and found it was operating as intended. Based on the investigation and testing, the reported complaint allegation could not be confirmed. Once the battery issue was repaired, the device passed all functional tests. The found battery corrosion was noted to be as a result of normal wear and tear on the device.